Event description:
During the procedure the inlet of the oxygenator tubing disconnected from the cardio pulmonary machine. The system is all preconnected except this pressure tubing that dislodged during the procedure.